Manufacturer narrative:
(B)(4). Batch # m5514r. The analysis found that one ntlc75 device was returned in good visual condition and with an unfired cartridge reload loaded on the device. The device was tested for functionality with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that after an unknown procedure, that after stapling the staple legs were shown. Unknown how case was completed. There were no adverse consequences for the patient.